Manufacturer narrative:
Country: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient "was not feeling any stimulation" at the time of report and "had not felt any for several months prior to report. It was further reported that "just before the patient lost all stimulation, he reported feeling intermittent stimulation though this was not painful or sharp." It was noted the patient "had not charge the battery regularly," with a typical recharge interval of 20.8 days. The patient typically recharged for 2 hours total with 4 coupling bars. Interrogation at the time of report found that communication was possible with both a physician programmer and patient programmer. Impedance testing found there were no out of range impedances. It was noted the patient was programmed to receive continuous stimulation. There was "no" patient harm or injury from the event; though the patient was "unharmed" they were "still not receiving any stimulation" as of (B)(6) 2016.